Event description:
For several weeks now abbott has not been creating and shipping the freestyle libre 3 sensors to track blood sugar levels. I have spoken with them on several occasions and they state demand is higher than usual but they are working on it. Yesterday I called (B)(6) corporate officers and they all state they have not been receiving the sensors. When I speak with abbott (which I have on many occasions during the last 5 weeks) I get the run around and am transferred to multiple people who all say they know about the problem and have been producing and shipping, which is clearly not true. One note- I was provided the new "freestyle libre 3+" sensor from my endocrinologist's office 4 weeks ago when I ran out of sensors. The sensor seemed to indicate that my diabetes had improved markedly. When I manually tested by blood sugar levels by pricking my finger, I found that the libre 3+ sensor was not coming close to providing accurate blood sugar levels. I am wondering if they are not shipping the new 3+ sensors at all because it is not accurate, but they are not admitting to that fact. Just a thought and observation. This problem impacts millions of diabetics that rely on this product to easily and accurately track blood sugar levels and needs to be rectified immediately.